Event description:
A malfunction alarm with code malf 06 was reported by the customer, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, and the customer acknowledged this instruction.